Event description:
It was reported that the cot dropped down at the head end when the patient sat on the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot dropped down at the head end when the patient sat on the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.